Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. The blood glucose reading was over 400 mg/dl. The customer complained of acid breath, nausea and vomiting, dehydration, and tachycardia. He stated that he had treated for high blood glucose with a bolus via the insulin pump. There were 2 alarms found in the insulin pump alarm history. Upon troubleshooting, however, the insulin pump passed the high pressure test and was working as designed. The customer was advised to change the entire infusion set, reservoir and insulin. No bent infusion set cannula was found. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2015-80573.